Event description:
The consumer states when she was attempting to put her chair into the tie down, her foot allegedly slipped off the foot pedal. The chair allegedly did not stop when she let go of the joystick, causing her to run over her foot and break her tibia and fibula.

Manufacturer narrative:
User was attempting to put her chair in a tie down system when her foot allegedly slipped off her foot pedal causing her to run over her foot and break her tibia and fibia. Manufacturer contacted dealer and dealer inspected the chair and could not duplicate the complaint. User reportedly still using the chair and product return is not anticipated. MDR filed based on alleged injuries.